Event description:
It was reported that the device exhibited noise episodes on the ventricular channel. Review of device data showed multiple episodes of non-sustained lead noise. The noise was not reproducible with isometrics or manipulation. Patient condition was good and lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.